Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported partial clip movement was due to patient anatomy. The cause of the reported tissue injury was unable to be determined. The reported recurrent mr was a cascading effect of the reported partial clip movement and tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 the patient presented with grade 4+ degenerative mitral regurgitation (mr) and severe flail long leaflets for a mitraclip procedure. Three mitraclips had been implanted, reducing the mr to grade 1-2. On an unspecified date post procedure echocardiogram check revealed anterior leaflet damage. One of the three clips (cds0707-xtw, 50113a1044) was slightly detached from the anterior leaflet. The mr increased to grade 2-3. Per physician, the partial clip movement was due to patients severe flail and long leaflets. The patient is in stable condition. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 the patient presented with grade 4+ degenerative mitral regurgitation (mr) and severe flail long leaflets for a mitraclip procedure. Three mitraclips had been implanted, reducing the mr to grade 1-2. On an unspecified date post procedure echocardiogram check revealed anterior leaflet damage. One of the three clips (cds0707-xtw, 50113a1044) was slightly detached from the anterior leaflet. The mr increased to grade 2-3. Per physician, the partial clip movement was due to patients severe flail and long leaflets. The patient is in stable condition.

Manufacturer narrative:
B3: estimated the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.